Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the emergency department with shortness of breath. A drop in p-waves was observed. Review of the remote transmissions confirmed that the behavior was intermittent. Programming changes were recommended. The patient was in good condition.